Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# n36022005, implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon 235 mcg/day via implanted infusion pump indicated for spinal cord injury. It was reported that the patient complained of worsening of spasticity. The hcp stated that catheter occlusion or kinking was possible. It was reported that a catheter replacement would also be considered and they wanted the cap kit in place. Additional information was received on 2024-jul-02 reporting that on (B)(6) 2024 the hcp was considering the possibility of a kink in the surrounding area of the pump connector. Repair surgery was performed, a priming bolus was set and the spasticity subsided. On (B)(6) 2024, the spasticity worsened again. A contrast test was performed and cerebrospinal fluid was withdrawn. There was no leakage and diffusion from the tip of the catheter was confirmed. A priming bolus was set and spasticity subsided. On (B)(6) 2024 the spasticity worsened again. On (B)(6) 2024, flex mode was tested in the early morning, but it was effective. In the evening, the spasticity worsened again. On (B)(6) 2024, the spasticity had subsided in the early morning. The same bolus was set in the morning, afternoon, evening, and night. The hcp was going to confirm the effects in the evening. It was possible that tissue had entered the catheter through the pump connector and some of it may be stuck deep inside the catheter. Therefore, slow motor rotation such as a simple continuous flow may result in a partial occlusion and administering a bolus may open it. Catheter replacement was suggested to the patient. It was reported that the above were noted as possibilities as the cause was unknown until an analysis of the catheter could be conducted. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID: 8781 serial# (B)(6), implanted: (B)(6) 2024, UDI#: (B)(4), ubd: 2019-07-06, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a foreign healthcare provider via a distributor. On (B)(6) 2024, the serial number of the catheter was clarified as (B)(6).

Manufacturer narrative:
H6 update/correction: the previously applied device codes a1409 and a01 have been replaced with a24. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-jul-19. A kink or occlusion at the pump connector was not confirmed on (B)(6) 2024. The cause of the patient¿s worsening spasticity was unknown. At the moment, spasticity had subsided. Surgery for replacement was not yet performed. The details for the re-surgery was unknown.